Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the tubing appeared to be chewed and a small cut was observed approximately 0.1 cm in size. A gravity test was performed and a leak was observed in the pump tubing. The set was tested with an infusion pump and the set presented a leak. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer was unsure of the correct lot number, therefore the lot number is unknown. Sample was not returned for evaluation; however photographs were provided. Photo inspection revealed what appeared to be a small hole in the tubing. The cause could not be determined based on the photo provided. A batch review was not performed as the lot number is unknown. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing in the pump segment of a light sensitive drug set leaked when inserted into a colleague infusion pump. This occurred during priming with parenteral nutrition in the infant intensive care center. The flow rate of the pump was reported to be between 2 and 13 ml/hr. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review will be performed. A photograph of the device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.